Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect i2000sr, list 03m74-01, manufacturing site of (B)(4), USA to architect (B)(6), list 07c18-20, manufacturing site of (B)(4). MDR number 3008344661-2016-00048 has been submitted and all further information will be documented under that new MDR number.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account stated a patient generated (B)(6) results (B)(6) on a patient who tested roche e601 method (B)(6). Testing was repeated with the same results either using a new blood sample or the same sample after high speed centrifugation. No impact to patient management was reported.